Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. Customer's blood glucose level was 439 mg/dl at time of incident. Customer when woke up was not in auto mode at that time and treated with bolus. Customer not using auto mode. Customer reported that the insulin pump had power loss alarm. Customer was able to successfully clear the alarm. Customer perform self test and test was passed. The insulin pump will not be returned for analysis.